Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
A consumer reported that they were having a problem with their patient programmer. They noted that their programmer lost programming and the patient no longer had programming. It was further explained that they had lost their adaptive stimulation programming. The patient had to adjust stimulation manually. The patient confirmed that their stimulation was on using their patient programmer. They also confirmed that the adaptive stimulation symbol was in the group row on the programming screen. It was reviewed that this meant the adaptive stimulation was in a transition zone. The patient noted that the adaptive stimulation symbol had always been in the group row and didn't want to perform any further troubleshooting. These issues started about a month prior to the report. It was also noted that the patient fell on their front side about 3 months prior to the report and their implantable neurostimulator (ins) seemed to be sticking out more. Additional information received on 2017-jan-13 from the consumer reported that the patient was no longer seeing the adaptive stimulation icon. Through troubleshooting they were able to turn adaptive stimulation back on. The patient was implanted for non-malignant pain.

Event description:
Additional information was received from the patient reporting that a new antenna was sent and a manufacturing representative (rep) assisted in programming and resolving the issue. The patient stated that the battery still sticks out and they will see their doctor when they return to nj in may.